Event description:
It was reported that the fiber broke within 10 seconds of parameter change. Excess fiber light activity warning displayed, and the console kept returning to standby on own. The procedure was completed with another fiber. There were no patient complications.